Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Manufacturer representative reported the programmer had an oor screen and when they checked the impedances were oor on lead 8-15. An x-ray confirmed placement and they were ¿working on auth go check battery connection.¿ surgical intervention was reportedly planned but not scheduled. No further complications reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 977a260; lot# serial#: (B)(6); implanted: on (B)(6) 2019; explanted: on (B)(6) 2020; product type: lead; product ID: 977a260; lot# serial#: (B)(6); product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient reported that the stimulation stopped working for pain relief so the patient stopped using the device. An impedance / connectivity check showed that the impedances on the 8-15 lead were high. Surgical intervention for a revision of the lead occurred on (B)(6) 2020. Upon x-ray, the shoulder lead 8-15 was completely fractured. The 8-15 lead was fractured and partially removed. The abandoned portion of the 8-15 lead is still plugged into the generator and the distal portion of the lead is in the right peripheral shoulder. The case was aborted halfway through trying to place a new lead. They had attempted to place the lead multiple times, but the case was aborted.